Event description:
It was reported during implant, the left ventricular (lv) lead had diaphragmatic stimulation in the lv tip lv ring configuration. The lv lead was removed and a different model lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.